Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A surgeon reported patient with high order aberration of the cornea (post-operatively) that was not discovered pre-operatively. This report is one of two patient's reported from facility. Add'l info has been requested.